Event description:
Analysis of the explanted generator has been completed. The generator performed to specifications and no anomalies were found.

Event description:
It was reported that the patient's generator was approaching end of service however the generator was not replaced because the patient felt the vns had not helped her seizures. The physician's office indicated that he and the patient's family believe that the vns had been beneficial and wanted the vns to be replaced. Additional information was later received indicating the patient's vns generator had been replaced because the patient was experiencing an increase in seizures. Last known diagnostics were taken on (B)(6) 2010 and were normal. A battery life calculation performed estimated the generator is likely at, near, or past end of service. An implant card was received indicating the lead impedance was normal at replacement. The explanted generator has been returned and is currently undergoing analysis. Attempts for additional information on the increase in seizures have been unsuccessful to date.